Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2000; 6947 implantable defib lead, (B)(6) 2008; 4193 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.